Manufacturer narrative:
The scale was requested for return to the manufacturer for investigation. No injury to the user was reported. An investigation will be conducted but has not yet begun.

Event description:
The patient reported that when she tried to put in new batteries into her scale, the scale became hot.